Manufacturer narrative:
Additional data: d8, d9, h3, h4. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: suctioning water was not performed for biopsy channel nor suction channel at precleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jul 31, 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for unexpected microbial contamination. During the sampling, the scope tested positive for 25 colony forming units (cfus) of unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.